Event description:
It was reported that the device does not make the vacuum, despite the action area is an easily sealed area. The dressing is changed but the device still does not work. There was a backup available to continue with the therapy with no delays. No patient harm reported.

Manufacturer narrative:
The device, intended for use in treatment, has been returned and evaluated. The visual inspection found no issues. The functional evaluation found no problems with the device. When fresh batteries were inserted, the device functioned without issue. No device or software errors were detected. Potential causes for the issue experienced are: 1. Dressing not applied properly, without creases and fixation strips. 2. Filter/port not adhered to dressing correctly. 3. Connector not correctly fastened and secured to the pump. 4. Tubing trapped, folded over/kinked causing a blockage. 5. Dressing integrity has been compromised. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.